Event description:
It was reported that the patient underwent generator replacement surgery due to generator end of service. It was also indicated that lead impedance was high, but exact details and results were not given. Attempts for further information have been unsuccessful to date.